Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2019-00452.

Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (female gender, advanced age ¿ (B)(6)) likely contributed to the post procedure right frontal lobe cerebral infarction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our affiliate in (B)(6), post tavr procedure, a head CT confirmed right frontal lobe cerebral infarction. As reported, during a transfemoral tavr procedure, access to the right groin was obtained via a surgical cutdown. No balloon aortic valvuloplasty (bav) was performed. A guidewire was placed across the aortic valve without any interference with the papillary muscle, and the blood pressure (bp) was in the 100¿s mmhg. After the commander delivery system and 23mm sapien 3 valve crossed the aortic valve, the bp gradually dropped, ¿acute¿ aortic regurgitation (ar) and an increase in mitral regurgitation (mr) were observed. The patient became hemodynamically unstable and the bp decreased to the 50¿s mmhg and the patient¿s pulse was 40 mmhg to 50 mmhg. Since the vasopressor was administered, rapid pacing was started. The sapien 3 valve was positioned 50:50 aortic/ventricular (a/v) and deployed with nominal volume, landing in a final canted position of 60:40 a/v on the non-coronary cusp (ncc) side and 70:30 a/v to 80:20 a/v on the left coronary cusp (lcc) side. Post valve deployment, the bp did not recover. Percutaneous cardiopulmonary support (pcps) and cardiac massage were initiated. Following the insertion of the pcps, ventricular fibrillation (vfib) developed. Defibrillation (dc) was executed at 150j. After starting pcps, the patient was placed on an intra-aortic balloon pump (iabp), initiated from the right femoral artery. Following flow and volume load adjustment, the hemodynamics gradually became stable. Post sapien 3 valve deployment, mild paravalvular leak (pvl) was observed and the patient¿s own pulse was confirmed. The pcps and iabp were removed and the patient was transferred from the operating room in stable condition. It was reported that on postoperative day (pod) 7, the patient was on ventilator management with no consciousness awakening. A head CT was performed. Cerebral infraction findings in the right frontal lobe were observed. The valve remains implanted in the patient. The native annulus measured 19.4mm by tte. Mild valvular calcification and no aortic root calcification was reported.